Event description:
Pintler warming mattress lot # 18775 and pintler control unit. The warming mattress was on top of the or (operating room) table with patient (pt). Surgery took place. Postop cleaning of the surgical table found a scorched mattress & sheet with no injury to the pt.